Manufacturer narrative:
The harmonic ace instrument was returned and failure analysis testing was completed. The harmonic ace instrument was found to have one blade broken at the base. A piece approximately 0.505" x 0.084" was found to be broken off and the broken piece was returned. Components adjacent to this broken blade did not show damage. During use while the instrument was activated, blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace curved shears were broken. The fragment fell inside the patient and was retrieved during the same procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.